Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing extended ipg charging time. Ipg database analysis revealed no anomalies. The ipg appears to be working as expected. The patient underwent a revision procedure wherein the ipg was re-adjusted in the pocket. The patient was doing well postoperatively.